Manufacturer narrative:
This report is being supplemented to provide additional information (h10) regarding the reported event. Additional information received identified there was no damage in the port. The device was inspected and there was no damage or abnormalities to the device itself. The customer advised she had talked to tech support and the scope bf-h190 serial (B)(6) gave this error on two separate clv-190s. This scope was sent in for repair and has been repaired. It was confirmed that this scope was the issue as they had tried multiple scopes on multiple clv-190s and did not receive the scope communication error. Since the scope has been repaired they have not had any other issues. It was confirmed there was no patient involvement or injury. No other errors were received. The device was set up and installed correctly. It was confirmed that there were no other issues with any other clv-190s or scopes. The device reported under this MFR. Report will not be sent in for repair as it was confirmed the issue was with the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession and variation. The legal manufacturer reported that the root cause for the ¿ b30 error (scope communication err)¿ was attributed to was an abnormality in an endoscope. There was no issue with the facility¿s clv-190.

Manufacturer narrative:
A conclusion is not yet available as results are pending completion of the investigation.

Event description:
It was reported that during preparation for use, the customer received a scope communication error code from the light source while using the loaner scope. The monitor image was black with multicolored pixels. Troubleshooting of wiping the electrical contacts on the endoscope connector and drying them completely then connecting the endoscope to the light source was attempted to no avail. Additionally, the connection where the scope connects to the component seemed to be looser than normal.